Manufacturer narrative:
(B)(4) . It was reported on (B)(6) 2015 that the patient passed away during the night in their sleep around 0300-0600 hours. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (pd) therapy. The cause of death was related to an unrelated medical condition, however specific cause of death was not reported. The patient was connected to the homechoice at the time of death. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to time of death. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No issues were found with the device related to the event. Should additional relevant information become available, a supplemental report will be submitted.